Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed history of various motor start events with parameters outside of the typical range, low flows and ventricular assist device (vad) disconnect. The patient stated inadvertently double disconnecting the vad. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: two controllers ((B)(6) and (B)(6)) and (B)(6) were not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed several intermittent decreases in power consumption and estimated flows during the analyzed period and thirty-one (31) low flow alarms logged since (B)(6) 2024. Additionally, two (2) motor start events were recorded on (B)(6) 2024 at 02:50:05 and (B)(6) 2024 at 11:28:16, in which parameters were atypical. The event file associated with the controller ((B)(6)) revealed a controller power up event with an associated motor start event on (B)(6) 2024 at 02:50:01, indicating a loss of power. The power sources connected before and after the loss of power event could not be determined since data log files covering the first loss of power were not available for analysis. Of note, following the controller power-up event, the controller power-down time was recorded with an invalid time stamp of 02:52:45. This is an additional finding, not related to the reported event. The potential exists for the timestamp on a power down event written to the log files to be inaccurate. This is due to the timing of operations by the software used to calculate the power down time. The most likely root cause of the observed invalid timestamp event can be attributed to the software design for calculating the power down time. The event file associated with the controller ((B)(6)) revealed a controller power up event with an associated motor start event on (B)(6) 2024 at 11:27:50, indicating a loss of power. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 70% relative state of charge (rsoc) and an adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and an adapter was connected to power port two (2). The controller was without power for nine (9) seconds. No anomalies were observed leading up to the event. Of note, it was reported that this loss of power event occurred during the controller exchange. In addition, two (2) vad disconnect alarms were logged on (B)(6) 2024 at 11:24:20 and 11:27:55, indicating a physical disconnection of the driveline from the controller, likely during the controller exchange. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power associated with (B)(6) can be attributed to the reported double disconnection of both power sources. An internal investigation is investigating controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the loss of power associated with (B)(6) can be attributed to the reported controller exchange process. Additional products: d1: heartware ventricular assist system ¿ controller d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2021 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 02-jun-2020 h5: no d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.